Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: 01/30/2021 08:48:00.000, fault 11: 01/30/2021 08:36:00.000, fault 73: 01/30/2021 08:05:00.000 and fault 104: 01/29/2021 22:34:00.000 were found in the history files and traces. Pump was cut open to perform visual inspection and found¿moisture damage¿on pcba 1 and pcba 2.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case (battery tube) and label damage (stained serial number label and faded end cap address label). Blank display not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: 01/30/2021 08:48:00.000, fault 11: 01/30/2021 08:36:00.000, fault 73: 01/30/2021 08:05:00.000 and fault 104: 01/29/2021 22:34:00.000 were found in the history files and traces. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case (battery tube) and label damage (stained serial number label and faded end cap address label). Blank display not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated that he had changed the battery 4 times and still received not response from the pump, no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.